Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that during the index procedure the stent graft was implanted halfway over the lower left renal artery. As there was no delay in the perfusion of the artery the procedure was completed without any further intervention. As per the physician, the cause of the event was due to the patient¿s short neck and the coverage could not be helped. No additional clinical sequelae were reported and the patient is fine.